Event description:
Reference number (B)(4) event occured in the united states. On (B)(6) 2024, a patient encountered instance of infusion set tubing detachment. The detachment took place at the connector. A blood glucose level of 428 mg/dl was recorded and was treated via multiple daily injections (mdi). The infusion set was in use for 3 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.